Event description:
The hospital reported that during a coronary artery bypass procedure, the ultima opcab systems failed. They had trouble tightening and loosening the device during the case. The procedure was completed using the same device. There were no patient effects. The product is returning.

Manufacturer narrative:
Investigation: visual inspection revealed no nonconformities with the returned unit. There was slight evidence of blood on the device. A functional test was conducted to determine if there are any mechanical failures. The stabilizer shaft was secured into position when the light gray side mount knob was turned. Subsequently, the stabilizer system was removed from the targeted site by loosening the light gray side mount knob counter-clockwise. Based upon the findings of the functional test, the reported complaint could not be confirmed. Internal file number - (B)(4).